Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 22 states, "aseptic lymphocyte-dominated vasculitis associated lesion (alval)." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2014-00187 and 3002806535-2016-00337 / 00338). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a revision procedure approximately five years post-implantation due to allegations of pain and aseptic lymphocytic vasculitis-associated lesions (alval). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. During the revision procedure the surgeon noted a small fracture in the greater trochanter and adverse reaction to metal debris (armd).